Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead could not enter the guide. The lead was not implanted, and a new lead was used with no difficulty. No patient complications have been reported as a result of this event.